Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle that the safety shield does not retract thus causing blood to spill. The following information was provided by the initial reporter. The customer stated: "it was reported by the customer that the safety shield does not retract thus causing blood to spill."

Manufacturer narrative:
The following fields were updated due to additional information: d9. Device available for evaluation? Yes. D9. Returned to manufacturer on: 06/21/2022. H.6. Investigation summary: material #: 368607, lot/batch #: 2090159. Bd received 4 shelf cartons of samples for investigation. Ten (10) of the samples were chosen at random and evaluated by functional testing, each used to draw 10 tubes with water, and the indicated failure mode for sleeve leakage with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode sleeve leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle that the safety shield does not retract thus causing blood to spill. The following information was provided by the initial reporter. The customer stated: "it was reported by the customer that the safety shield does not retract thus causing blood to spill."